Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: customer complaint of pvl could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. Mechanical damage was observed on leaflets 1 and 2 near commissure 2 on the outflow aspect and appeared to be serrated. Suture holes were visible near all three black stitch markings on the sewing ring; one suture hole near each. Additional manufacturer narrative: aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. In this case, the root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. There was no indication or allegation of device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm pericardial aortic valve was explanted at implant due to severe perivalvular leak observed on tee. It was noted that the patient was small and that the patient had a true bicuspid aortic valve. A mini sternotomy was used as an approach; however, this was converted to a full sternotomy. The echo showed a complete blue shift indicative of wide open aortic insufficiency right after the clamp was removed. The perfusionist noticed a loss of volume and immediate ejection despite a pa pressure of 8mmhg. The explanted valve was replaced with a 21mm 3300tfx pericardial aortic valve. The procedure was successful overall. The patient tolerated the procedure well and was taken to the ICU in stable condition.